Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), mood swings ("mood swings"), nausea ("nausea") and gastric disorder ("stomach issues"). The patient underwent a surgery to remove the essure in (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, mood swings, nausea and gastric disorder outcome was unknown. The reporter considered gastric disorder, mood swings, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation / perforated uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), adnexa uteri pain ("right side groin (over ovary)") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure (batch no. (L) 50708722, (r) b71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2016), dysfunctional uterine bleeding and carpal tunnel syndrome. Concomitant products included antibiotics for urinary tract infection and yeast infection as well as alprazolam since (B)(6) , amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) , docusate sodium since (B)(6), ergocalciferol (vitamin d2) since (B)(6) , escitalopram oxalate (lexapro) since (B)(6) , hydrocodone bitartrate;paracetamol (norco) since (B)(6) , naproxen since (B)(6) , ondansetron hydrochloride since (B)(6) and prednisone since (B)(6) . In (B)(6) , the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), loss of libido ("hormonal changes describe: loss of sex drive"), migraine ("migraines"), headache ("headaches"), amnesia ("neurological conditions or problems type: memory loss"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: attention deficit disorder"), amenorrhoea ("other injury (ies) or complication (s) please describe: lack of menstrual cycle") and dysgeusia ("other injury (ies) or complication (s) please describe: metallic taste in mouth"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion hospitalization), pelvic pain ("pelvic pain"), gastric disorder ("stomach issues"), tooth disorder ("dental problems dental issues"), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), acne ("rashes or skin conditions type: acne"), rash ("rashes or skin conditions type: skin rashes"), rash macular ("rashes or skin conditions type: red blotchy skin"), urticaria ("hives"), vision blurred ("vision/eye problems type: blurry vision"), back pain ("back pain"), arthralgia ("joint pain") and uterine pain ("lower abdominal (uterus)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumor"). The patient was treated with surgery (ablation and laparoscopic removal essure device bilateral fallopian tubes, tubal ligation, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, adnexa uteri pain, pregnancy with contraceptive device, pelvic pain, mood swings, nausea, gastric disorder, vaginal haemorrhage, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, abdominal distension, alopecia, loss of libido, vulvovaginal mycotic infection, urinary tract infection, migraine, headache, amnesia, anxiety, depression, attention deficit/hyperactivity disorder, acne, rash, rash macular, urticaria, fibroma, vaginal discharge, vision blurred, weight decreased, amenorrhoea, dysgeusia, back pain, arthralgia and uterine pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, acne, adnexa uteri pain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bladder disorder, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibroma, gastric disorder, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she sought treatment for her symptoms discrepancy in date of insertion (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan - in (B)(6) : total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: bloating, constipation, hair loss, hormonal changes describe: loss of sex drive, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, yeast infection, migraines / headaches, neurological conditions or problems type: memory loss, psychological or psychiatric problems condition: depression, anxiety, attention deficit disorder, rashes or skin conditions type: skin rashes, acne, red blotchy skin, hives, tumor / teratoma / cancer type: fibroid tumor, vaginal discharge, vision/eye problems type: blurry vision, weight loss, other injury (ies) or complication (s) please describe: lack of menstrual cycle, metallic taste in mouth, back pain, joint pain, lower abdominal (uterus), right side groin (over ovary), pregnancy, device ineffective. Date of insertion update from (B)(6) 2015 to (B)(6) 2014. Date of removal update from (B)(6) 2016 to (B)(6) 2016. Onset date of event mood swings, nausea were update. Medical history, reporter information, concomitant drug, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation / perforated uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), adnexa uteri pain ("right side groin (over ovary)") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure (batch no. 50708722, b71765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2016), dysfunctional uterine bleeding and carpal tunnel syndrome. Concomitant products included antibiotics for urinary tract infection and yeast infection as well as alprazolam since 2017, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2013, docusate sodium since 2017, ergocalciferol (vitamin d2) since 2017, escitalopram oxalate (lexapro) since 2006, hydrocodone bitartrate;paracetamol (norco) since 2018, naproxen since 2014, ondansetron hydrochloride since 2006 and prednisone since 2017. In 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), loss of libido ("hormonal changes describe: loss of sex drive"), migraine ("migraines"), headache ("headaches"), amnesia ("neurological conditions or problems type: memory loss"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: attention deficit disorder"), amenorrhoea ("other injury (ies) or complication (s) please describe: lack of menstrual cycle") and dysgeusia ("other injury (ies) or complication (s) please describe: metallic taste in mouth"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion hospitalization), pelvic pain ("pelvic pain"), gastric disorder ("stomach issues"), tooth disorder ("dental problems dental issues"), fatigue ("fatigue"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), acne ("rashes or skin conditions type: acne"), rash ("rashes or skin conditions type: skin rashes"), rash macular ("rashes or skin conditions type: red blotchy skin"), urticaria ("hives"), vision blurred ("vision/eye problems type: blurry vision"), back pain ("back pain"), arthralgia ("joint pain") and uterine pain ("lower abdominal (uterus)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumor"). The patient was treated with surgery (ablation and laparoscopic removal essure device bilateral fallopian tubes, tubal ligation, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, adnexa uteri pain, pregnancy with contraceptive device, pelvic pain, mood swings, nausea, gastric disorder, vaginal haemorrhage, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, constipation, abdominal distension, alopecia, loss of libido, vulvovaginal mycotic infection, urinary tract infection, migraine, headache, amnesia, anxiety, depression, attention deficit/hyperactivity disorder, acne, rash, rash macular, urticaria, fibroma, vaginal discharge, vision blurred, weight decreased, amenorrhoea, dysgeusia, back pain, arthralgia and uterine pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, acne, adnexa uteri pain, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bladder disorder, constipation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibroma, gastric disorder, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she sought treatment for her symptoms discrepancy in date of insertion (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan in 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, menorrhagia. Lot number: 50708722, manufacture date: 2013-01, expiration date: 2016-01; lot number: b71765, manufacture date: 2013-09-12, expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), mood swings ("mood swings"), nausea ("nausea") and gastric disorder ("stomach issues"). The patient was treated with surgery (she underwent a surgery to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, mood swings, nausea and gastric disorder outcome was unknown. The reporter considered gastric disorder, mood swings, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.